Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for eval. The catalog number and lot number were not reported. Without the catalog number, lot number and actual sample, angiodynamics cannot conduct a thorough investigation. The exact cause of the complaint is unk. Based on the info provided it appears as if there may have been a hole in the balloon, allowing contrast to exit from the balloon. It is possible this hole became caught on the sheath during removal interfering with the balloon being removed through the sheath. Prior to release, the balloons are 100% inspected. During this process, every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the possible manufacturing records indicated that all of the device specification and quality requirements were satisfied.

Event description:
While inflating the balloon, the pressure gauge on the inflator consistently returned to zero. Used fluoroscopy to visualize the balloon and were able to see contrast exiting the balloon. Drew back on the inflator and attempted to remove the balloon through the sheath, unable to do so. Decision was made to remove the balloon in operating room since the pt was already scheduled for surgery on the same area.